Manufacturer narrative:
(B)(4). Mhra reference number: (B)(4). User report: (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It reported via user report on (B)(6) 2024 that on (B)(6) 2024, the pediatric patient experienced a skin reaction with itching under the entire patch area, which occurred an unspecified day after the sensor had been inserted (no information about insertion site). It was reported by a nurse that the patient had allergic contact dermatitis, and that an allergy towards a possible dexcom adhesive substance was confirmed by an allergy test. There was no treatment documented. Although attempts to follow up with the reporter for additional event details were made, contact was unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.